Event description:
It is alleged that the pt underwent ceramic on ceramic hip replacement surgery and subsequently experienced a squeak coming from the hip. Add'l info recently provided indicates that the pt was revised.

Manufacturer narrative:
Method: review of x-rays and pt records with consulting clinician; complaint history review. Results: inconclusive.